Manufacturer narrative:
Date of event was approximated to be (B)(6), 2018 as no specific event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and the device manufacture date are unknown. Problem code 4003 captures the reportable event of stent migration. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Model number, catalog number, and unique identifier (UDI), and g5 premarket/ 510(k) # have been corrected.

Event description:
It was reported to boston scientific corporation on december 31, 2018 that a wallflex biliary rx fully covered rmv stent was used during a procedure performed on an unknown date. According to the complainant, a few weeks prior to december 31, 2018 but exact date unknown, the stent had migrated. Reportedly, another stent was placed. Note: despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no specific event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and the device manufacture date are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was used during a procedure performed on an unknown date. According to the complainant, a few weeks prior to (B)(6) 2018 but exact date unknown, the stent had migrated. Reportedly, another stent was placed. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.